Event description:
At 2:20 p.m in (B)(6), 2023, a kink occurred in the guiding catheter when the doctor rotated the catheter for engagement. When the doctor tried to pull out the optowire that had a tip near the rca inlet, it was trapped at the kink and there was resistance. The doctor tried to pull it out and it broke. Since it was completely cut off, only the hand side remained. However, the doctor passed the ptca balloon from the side and expanded the balloon to 2.0 mm. The doctor trapped the fractured end within the guiding catheter with an inflated balloon and pulled it out of sheath together with the guiding catheter. The breaking point is about 300mm from the tip. Marketing authorization holder reached out to the hospital and confirmed that no patient injury was involved.

Manufacturer narrative:
Review of device history record confirmed that the optowire lot was released per specifications. No nonconformities or deviations were documented. The returned optowire iii was investigated by the market authorisation holder, it has been confirmed that the guidewire was fractured at 300mm from the tip, in the proximal joint of the shaft portion of the device. According to the event description, the guiding catheter was kinked while engagement which caused the entrapment of the wire in the kink point, leading to fracture of the wire's shaft during pull back against resistance. The risks associated with the event are disclosed in the optowire iii instructions for use (IFU): never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not use the optowire if any portion of the device or packaging appears damaged, if any portion of the sterile pouch has been opened or if product is expired. Return damaged units to opsens per the return policy. Used of optowire in conjunction with interventional devices with a short monorail may result in folded or fracture guidewire. No additional action intended as a result of the incident.